Manufacturer narrative:
The device is being evaluated now and an eval summary report will be sent to the FDA, as add'l info, after the eval is completed.

Event description:
A charged battery was removed from the docking station and installed in the statstrip glucose hosp meter. Seconds after installation, the nurse noticed smoke coming out of the battery. She removed the battery from the meter and placed it on the workbench. The smoke did not cease and the countertop of the workbench was damaged. The nurse inhaled smoke from the battery and developed a headache. She was checked by the ER staff and no serious adverse reactions were reported.